Manufacturer narrative:
H3. Device analysis for lead unknown revealed it was crushed on connector 7. The lead failed to insert into the ins. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown: UDI#: g2: switzerland h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had surgery where the lead was moved with goal to have better position to ensure better therapy coverage. When trying to reconnect the lead to the ins, the lead would not enter it's slot in the ins. The surgeon tried many times. He visually checked the lead and also inspected the lead by hand, and he reported the electrode seemed to be intact. Troubleshooting was performed. To check if the ins may be the problem, used the second available lead to test if the slot was not good, but the test was positive. Since the surgeon was able to insert this second lead in the slot. They also opened an extension (37081-40) to test if they were able to insert the lead to it and then to the battery but was not successful. At the end the surgeon had to remove the lead, that was not entering the battery, and he replaced it with a new lead. Issue was resolved. The lead lot number was va30590028 or va30590030, it was unknown which one it was.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# unknown serial# implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins serial number, model, and implant date confirmed. It was confirmed that the lead has not been returned but is in the manufacturer representative¿s possession and will be returned. Information confirmed with physician / account.